Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent temperature alarms occurred. Reportedly, the pump was hot to the touch when the alarms were occurring. Customer's blood glucose level was 226 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.